Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the ER after coding due to a lack of appropriate tachycardia therapy. Double counting of qrs complexes, at a rate below the vt/vf detection, during a possible slow vt resulting in an inappropriate therapy. The episodes showed the device later detected vf and delivered therapy appropriately. The patient was referred for follow-up. Intervention was adjusted from dfex to vtcr.